Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with biofazolin 2 grams orally (frequency and duration not reported) and biotum 2 grams orally (frequency and duration not reported) for the peritonitis. On an unreported date, the patient began treatment with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis. Antibiotic treatment was ongoing. It was not reported if dianeal and extraneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient experienced sterile peritonitis. The patient was discharged eleven days after hospital admission and was recovered the same day. Treatment with biofazolin and biotum was discontinued eight days after initiation of the medications. Should additional relevant information become available, a supplemental report will be submitted.